Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 800 mg/dl while wearing the pod. The controller was not communicating with the pod. The patient stated when it happened a colleague did some troubleshooting on the pdm and she had to reset the device. The patient was already on such high bgs that she was not able anymore to deal with the situation so took the pod off and went to the hospital. The patient was admitted to intensive care for 3 days and stayed in the hospital for 10 days in total. No information was provided regarding treatment at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.